Event description:
It was reported to boston scientific corporation that a 6cm wallflex enteral colonic stent was implanted within a patient¿s sigmoid colon on (B)(6), 2013, during a stent implantation procedure.according to the complainant, the patient had colon cancer and was not treated by chemotherapy or radiation treatment either before or after the stent implantation. The stent was implanted as a bridge to surgery for a 3cm stricture. A functional test of the stent was performed prior to use. During the stent placement procedure, the stent was deployed more distal than desired. The physician attempted to deploy a 12cm wallflex enteral colonic stent, using the stent-in-stent method, but was unable to cross the stricture with the second stent. The 6cm wallflex enteral colonic stent was left in place and the procedure was not completed. Post procedure, on (B)(6), 2013, the patient presented with stomach pain and an air leak was found. A perforation was confirmed near the distal flare of the stent. A colostomy surgery was performed to treat the perforation. The tumor and stent were not removed and another surgery was scheduled for a later date. The patient condition was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant indicated that the device is implanted within the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.